Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
A system error 2130 (instrument detects that it has delivered 30 ml more than requested) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012, 23:17:41. No additional information is available.